Event description:
The spouse of a phlebotomist reported spouse had experienced reactions, notably , tightness of the chest, shortness of breath and nausea. Healthcare worker (hcw) went to ER and underwent EKG; blood work and chest x-ray. Worker has history irritable bowel syndrome, no trouble with stomach. Previous upper endoscope was fine. Post-ER visit. Upper scope showed large irritation of the stomach. Biopsy test results pending. H pylori test was negative. Their personal physician is uncertain of the cause of the reported stomach pain and placed patient on slow-release acid-reducing medications. Other symptoms now resolved, only gi symptoms remain.